Event description:
It was reported that the healing abutment has fractured.

Manufacturer narrative:
A visual inspection confirms the screw fracture. The complaint report did not provide any information as to potential circumstances,details or sequence that might have contributed to the healing abutment fracturing. A DHR review for the lot number shows no non-conformances. Therefore, no result or conclusion can be drawn.